Event description:
The customer reported that the reservoir leaked past the o-ring. The blood glucose reading at time of the call was 112 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.